Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, for the second firing of laparoscopic colectomy, the reload was connected to the handle and checked the jaws opening/closing. The surgeons clamped the tissue and close the jaws, and pushed the green firing mode button, then pushed the blue button; however the device could not be fired. The reload was replaced, and the firing was completed. There was no patient injury.